Event description:
Per spontaneous call from patient. She had a reaction to the op site IV 3000 dressing. This had no impact on her medications. Will try other dressings. No more information given. Reported to (B)(6) by: patient/caregiver.